Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c processing module for patient samples. The following data was provided (reference range 8.6-10.4 mg/dl): sample ID (B)(6) initial result = 15.8 mg/dl, repeat results = 15.8 mg/dl, 21.5 mg/dl, 23.7 mg/dl, repeat result on another alinity = 10.0 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the smp wsh syr o-rng, resolving the issue. No additional discrepant calcium result issues have been reported since the service activity was completed. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify an increase in complaint activity. A review of tracking and trending for the smp wsh syr o-rng did not identify an increase in complaint activity. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the smp wsh syr o-rng were identified.

Event description:
The customer observed falsely elevated calcium results generated on the alinity c processing module for patient samples. The following data was provided (reference range 8.6-10.4 mg/dl): sample ID (B)(6), initial result = 15.8 mg/dl, repeat results = 15.8 mg/dl, 21.5 mg/dl, 23.7 mg/dl, repeat result on another alinity = 10.0 mg/dl. No impact to patient management was reported.